Event description:
Two neuron 070's kinked upon insertion into the pt.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken in response to the (B)(4) issued to penumbra on (B)(4) 2009.